Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The instrument was returned damaged. Failure analysis could not replicate nor confirm the customer¿s reported issue that the instrument was not recognized by the system or engage with the sterile adaptors. Further evaluation was performed, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint of the instrument not being recognized by the davinci system does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was not recognized by the system or engaged with the sterile adaptor. According to the reporter, after several failed attempts in re-inserting the instrument on to the patient surgical manipulator, the instrument¿s housing dislodged and broke apart. The reporter clarified that no fragments fell into the patient; the instrument never entered the patient¿s cavity. The procedure was completed with no reported injury.